Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus visera elite ii video system center was presenting an e3333 error code during an unspecified procedure. There was no patient harm reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. In addition, correction to d9, h3, e2, e3, and g2. The device was returned to olympus and evaluated, and the reported event (e333) was not confirmed / duplicated. However, it was identified within the error log. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, per the technical guide of the device, e333 indicates touch panel failure and following causes are listed: - touch panel sensor failure - communication disconnected between cp board and touch panel olympus will continue to monitor field performance for this device.